Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited loss of capture (loc). Subsequently, high pacing lead impedance measurements greater than 2,000 ohms was noted and has been since last year. Atrial tachy response (atr) episodes with noise were also observed. This patient needs atrial pacing and had reported feeling tired. Additional information received from the field representative indicated that the cause was not determined. Loc did not result in greater than two seconds of asystole. This device and lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.